Event description:
A pump declared a cartridge change error, prompting the customer to contact support. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's components, but the issue persisted even after attempting to load a different cartridge. Technical support decided to replace the pump and confirmed the shipping details. The customer was advised to switch to multiple daily injections as backup therapy and instructed to return the faulty pump.